Manufacturer narrative:
(B)(4). Approximate age of device - 26 days. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015 and it was reported that the patient produced heme positive stool at the rehabilitation center shortly after implant on (B)(6) 2015. The patient was readmitted due to the patient's decreasing hematocrit level and had multiple readmissions since for gastrointestinal bleeding. The patient underwent multiple endoscopies and endoscopies throughout the admissions and arteriovenous malformations (avms) were found. The avms and cauterized and the patient was injected with epinephrine. The most recent colonoscopy at the time of the report reportedly also found polyps near the duodenum requiring use of an endoclip. The patient is reportedly off aspirin and coumadin with an inr goal of 2.2-2.5 and continues to be medically managed.